Manufacturer narrative:
Event date: 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This was found after a patient put on the minicap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and evaluated for the reported event of damage. The minicap was visually inspected and a crack was noted on the rim of the minicap. Functional testing was performed and the cap failed the leak test. All box dimensions of the sample received were measured and passed. The device was determined to not meet specifications based on the results of evaluation. The reported event was verified, but the cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.